Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction was occurred. The biosensor was inserted in the arm on (B)(6) 2026. On (B)(6) 2026 symptoms included a rash with redness, inflammation, and watery drainage which she attributed to the sensor and overpatch. She had itching, burning and pain sensations in the area. She received treatment on (B)(6) 2026 from an unspecified healthcare provider (hcp) with oral and IV prescription medications (dexamethasone, diphenhydramine, famotidine (pepcid) and an epi pen. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.